Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication was dripping from a solution administration set after priming, even though the door of the IV pump was closed. The device was replaced and therapy was restarted. There was no patient involvement. No additional information is available.